Manufacturer narrative:
(B)(6) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 3 infusion sets adhesive on (B)(6) 2024 the set was in use for 11 hours and fell off while in use. The blood glucose level of the patient was 182 mg/dl. The patient replaced infusion set and resumed insulin. Successfully. No further information available.